Event description:
It was later reported that the patient began having increased pain ¿around (B)(6) 2013¿. The patient saw her primary healthcare provider (hcp) and was sent to a psychologist because she was depressed and in a lot of pain. The patient went through withdrawal at home by herself at that time. The patient then went to see the pain management hcp for a pump refill on (B)(6) 2013 at which time the volume discrepancy was observed. An x-ray was performed on (B)(6) 2013 which discovered the fractured catheter. Conflicting information as provided that the catheter was then replaced on (B)(6) 2013. Currently the hcp was slowly increasing the patient¿s dose and ¿trying to keep her narcotics low¿. The patient was not yet free of pain because of the low baclofen and ¿numbing drugs¿ were much lower than the dose she previously received.

Event description:
Additional information received reported that as a result of the previously reported catheter fracture the patient ¿knew something was terribly wrong and thought she was dying and was so sick.¿ it was noted that the patient experienced withdrawal, pain and return of symptoms. It was also noted that the patient knew she was ¿impatient.¿ after the healthcare provider (hcp) found the previously reported volume discrepancy, a pump reading was done but didn¿t do a pump dye study, noting that after the catheter was fixed, they did an x-ray to make sure everything was working, and the pump was working perfectly. The reporter was worried that ¿it could happen again¿ and was concerned about the device not having an alarm for catheter complications, and wanted the manufacturer to ¿consider the outcomes that can occur if it isn¿t pump issue, but is a catheter issue,¿ noting that she ¿went cold turkey off fentanyl and dilaudid which are narcotics and is not a good thing she could have died.¿

Event description:
It was reported that during a pump refill, a volume discrepancy occurred and the actual residual volume (arv) was greater than the expected residual volume (erv). The healthcare provider (hcp) received the full reservoir (40ml) of drug back. The hcp confirmed that the fluid aspirated was clear. The patient was asymptomatic and the hcp was surprised given the patient¿s dosing. The hcp confirmed there was nothing abnormal in the event logs. It was discussed to possibly perform a catheter dye study. The device system delivered fentanyl, hydromorphone, clonidine, bupivacaine and baclofen. It was later reported that the erv was 2ml. The pump was last refilled on 2013 (B)(6) and also had just come into the office to have the pump interrogated on 2013 (B)(6). The hcp stated that the patient¿s had increased pain. The hcp could not aspirate drug from the catheter access port (cap). It was suggested to perform a roller study. It was later reported that there was a ¿break¿ in the catheter. The catheter was replaced on the evening of 2013 (B)(6). The patient was on a patient controlled analgesia (pca) pump at the time of the report and was ¿in quite a bit of pain¿ per the reporter. The reporter stated that the patient had fallen 2 days prior to 2013 (B)(6) which was when the last refill was. During the catheter revision, the original catheter tip was left in place at t11-l2 and a new catheter was implanted with the tip at l2-l3. At the time of the revision, the doctor did not want to prime the new catheter but wanted to prime it on the day of the report (2 days later). Calculations were performed for the priming bolus. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that there had been a kink in the catheter. The patient¿s therapy was restarted after the catheter was replaced. The patient was currently receiving effective therapy.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).